Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. It was not reported if therapy was ongoing until the time of death. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned to the largo product analysis lab (pal) for evaluation. No device hardware malfunction or increased intraperitoneal volume (iipv) events was confirmed related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of event: the patient passed away on an unspecified date in (B)(6) 2013. As the death was not reported until after the device was serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. Should additional relevant information become available, a follow-up report will be submitted.